Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) upper liquid crystal display (lcd) was cracked and some options were blacked out. The epg is expected to be returned for repair. There was no patient involvement.